Event description:
It was reported that this patient never had therapeutic effect, the pump had not worked right, and one of his pupils in his eye was bigger than the other since the pump was implanted. A few medications were tried but the patient could only remember fentanyl and at this time there was nothing in the pump. The battery went out in the pump and the patient could not reach his physician as the physician had moved. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that following the pump implant the physician had to take the patient back to the ¿ER¿ 3 or 4 different times during that hospital stay. There was ¿a kink in the hose, once, maybe twice¿. The patient reported that it was a ¿groggy time¿. They had trouble adjusting the pump after it was implanted. The patient reported that one pupil would be real small and the other pupil would be real big. The battery ran out due to normal end of battery life and the pump had been empty since. The patient had been taking oral meds since then. The patient was looking for a healthcare provider as he wanted the pump restarted or taken out. It was noted that in regards to the medication used in the pump; "they went through a different batteries of them, tried different things, think ended up with fentanyl."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l45408, implanted: (B)(6) 1997, product type catheter. (B)(4).